Manufacturer narrative:
A.4 and a.5 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient was implanted with an impella 5.5 and developed a hematoma which prompted withholding of heparin. The patient also had nerve numbness and pain in their arm. The patient was treated with tylenol. Impella support continues.

Manufacturer narrative:
B.5 additional information was received and added. No product was returned for investigation. Hematoma: a hematoma was noted on the right armpit. The root cause of the injury was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Nerve damage/ nerve injury: the cause of the injury was not determined due to insufficient clinical details. The device history review was completed and the device passed all post sterile inspection checks.

Event description:
Additional information was received. The hematoma was old meaning occurred post operatively per the clinical consultant. The numbness has gone away. The patient is awaiting a heart transplant and is still on support. A return of the device can not be guaranteed.

Manufacturer narrative:
Investigation summary: no product was returned for investigation. Hematoma: hematoma noted on right armpit. The root cause of the injury was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Nerve damage/pain): the cause of the injury was not determined due to insufficient clinical details. Thrombosis/stroke: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Optical sensor issue: clinical reported placement signal drift noted prior to placement signal not reliable alarm on (B)(6). The data logs returned were from on (B)(6). The logs show a sudden drop in the placement signal by ~50 mmhg followed by the downward trend of placement signal with an increase in pump flows (without a p-level change) for over 7 hours before placement signal went out of range and #1048 placement signal not reliable alarm was triggered. Before going out of range, there was a step back up in the placement signal which correlates with user applied adjustment. This occurred on (B)(6) which was day 53 of support. The 5s parameters before this event were stable. The pattern identified is characteristic of sensor wear. The cause of the optical sensor issue was determined to be sensor wear, based on data log review. Device history lot device lot: 1946932. Device history batch: subcomponent (0550-2501, optical sensor) lot: 2025534837. Device history review: device with sn: (B)(6) passed all post sterile inspection checks. Device traveler review: q1) any qns/mrrs/reworks associated with the complaint device: no. Q2) were there any failures of the device to meet the requirements for manufacturing testing, qualification, and inspection? No. Q3) were there any other product malfunction complaints in this device lot related to this failure mode? No. Q4) subcomponent inspection review: did any subcomponents fail incoming lot inspection? No. Q5) subcomponent lot review: were there any other product malfunction complaints in this subcomponent lot related to this failure mode? Yes, there was one other pm in the subcomponent lot#: 2025534837.

Manufacturer narrative:
B2. Is death has been updated to reflect patient outcome. The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted. B3. Date of event, has been updated. B5. Is being updated to include related device information not included in the initial report. The revised b5 provides a complete event narrative. H1: type of reportable event updated to death based on new information provided. H6 health effect - clinical code, health effect - impact code, and medical device problem code have been updated to reflect the complete correct coding.

Event description:
The complainant reported that a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The patient presented to an outside hospital where a right heart catheterization revealed high filling pressures. The patient was transferred to the complainant hospital for advanced therapy evaluation. The patient was then brought to the operating room for an impella 5.5 implant as a bridge to heart transplant. The impella 5.5 was implanted via the right axillary artery without complications. On support day 7, it was noted that the patient experienced shortness of breath when laying flat and sometimes when sitting. An echocardiogram was performed and confirmed the pump was in good position. The patient¿s mitral regurgitation was severe and would require increased medical management. The patient remained on impella support awaiting heart transplant. On support day 12, it was noted that the patient¿s heparin was withheld due to a hematoma in the right armpit of the patient. The medical staff reported that the patient¿s hematoma was stable. The patient experienced discomfort to the right shoulder and arm, and had occasional numbness to the right hand. On support day 14, the patient continued to remain off anticoagulation therapy because of the hematoma that presented two days previously. On support day 23, the impella had alarms for suction. The patient received fluids and the alarms were resolved. During the suction alarms, the patient reported to feel ¿not well¿ and diaphoretic, however the patient improved after fluids were infused and suction alarms resolved. On support day 28, it was noted that there were some suction alarms which occurred when the patient coughed and self-resolved. On support day 46, it was noted that the nurse requested troubleshooting review for intermittent suctions alarms. The patient was noted to be stable and was still awaiting a heart transplant. On support day 49, it was reported that the previous day the patient was found slumped in the bathroom, unconscious, with a left-sided weakness. The patient had a head computed tomography (CT) scan which revealed a clot in the right middle cerebral artery. The patient was determined to not be a candidate for a thrombectomy. The day following the stroke, the patient continued to have weakness in the left upper extremity, however the left lower extremity weakness had resolved. On support day 50, the patient was alert and able to sit out of bed in a chair. There were no neurological deficits noted from the stroke, only weakness noted to the right arm. The patient maintained a status 2 for high medical urgency for heart transplant. On support day 51, it was noted that there were suction alarms on the impella when the patient¿s mean arterial pressure dropped below 70 mmhg. The suction alarms continued intermittently throughout the following night and the patient was weaned to performance (p) level 4. On support day 54, the patient was noted to be status 7, temporarily inactive, for transplant until cleared by neurology. The patient¿s left arm and hand function were slowly returning. It was additionally reported that over the weekend, the impella had alarms for placement signal not reliable, and eventually the placement signal sensor failed. The medical team was advised to monitor motor current and pump flows on the device, and to monitor pump position with chest x-rays and transthoracic echocardiogram. There were no plans to replace the impella 5.5 due to the patient not being cleared by neurology for surgery. On support day 62, the patient experienced a hemorrhagic conversion of the previous ischemia stroke which was noted on CT scan. The patient experienced a loss of function on the left side and was minimally responsive. On support day 63, the patient regained some left upper extremity strength. It was noted that anticoagulation therapy was on hold due to the hemorrhagic stroke. The patient was delisted from the transplant list until cleared by neurology. On support day 65, the patient experienced generalized pain which the patient stated he believed it was caused by being bedridden since the stroke last week. The patient¿s left side strength was noted to be increasing. A recent CT scan revealed that there was no worsening changes observed. Systemic anticoagulation therapy was restarted. Placement signal remains absent on impella after sensor failure. On support day 78, the patient because experiencing new weakness in the left arm and hand. CT scan was performed which did not reveal additional changes. The patient was on anticoagulation therapy, and the patient was taken emergently to radiology to evaluate for a thrombotic event. On support day 79, the patient could not make sense of words, was mumbling, and was in and out of delirium. The patient did not have movement in the left upper extremity. Two days later the patient was transferred to palliative care, and care was withdrawn.